Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that sometimes (starting end of last year, probably november), the controller would turn off/go blank and pt couldn't get the screen to turn back on until they reset controller like rep said to. Pt said nothing would be plugged in at the time they noticed the controller had gone blank. The pt also stated they needed a new controller as their ins battery was not holding a charge. Pt said for a couple of months they had noticed they could charge the ins ok, but the ins battery was running out quicker than it used to. Patient services (pss) asked, pt mentioned they had increased their settings. Pss reviewed ins battery depletion depended on settings and usage and turning stim up was most likely why pt had to charge more often. Pt then said they met with their manufacturer representative (rep) and healthcare provider (hcp) and they checked the ins and said everything was fine with the ins. Pt said rep checked their settings and the ins should hold a charge for 4.9 days, but the ins was needing to be charged every 3 days. Pt said the rep told them the charger was the issue and so pt said they needed a new one. Pt inspected the recharger (rtm) cord and pins but did not see any damage. Pt inspected controller port and battery compartment but said it looked fine. The issue was not resolved. No symptoms were reported.